Event description:
Voluntary medwatch received states that the atrial lead exhibited noise due electromagnetic interference, low pacing impedance and under-sensing. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5157787-1.